Manufacturer narrative:
The immucor laboratory in (B)(4) did not receive a blood sample to test from the customer site. Blood sample not sent back to immucor.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on an instrument.